Event description:
The baxter IV tubing set (product code: 2c8519s) disconnects from the baxter one link needlefree IV connector (product code: 7n8399). These two products are supposed to hold on together, but they do not hold on together. Thus, they are malfunctioning. Manufacturer response for IV tubing and one-link connector, baxter clearlink continu-flo soln set, 2 lavs, l/l (product code: 2c8519s) and the baxter one-link needlefree IV connector (product code: 7n8399). (Per site reporter). We sent the first two samples to the MFR. In total we have sent around 8 samples of these two products and baxter's investigation is in progress, we have not heard back from them as of today. Manufacturer provided in-service and mentioned that a new design of the on-link connector will resolve this issue. Couple of weeks ago they released the new design of the one-link connector, but it did not resolve the issue. So, we have requested baxter representative to work with us to complete a root cause analysis.